Event description:
It was reported that the right atrial (ra) lead was not successfully implanted due to helix protrude after approximately 14 rotations and the helix did not engage properly and lead became dislodged. A new lead was implanted. No adverse patient effects were reported. The lead was returned for analysis.